Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n191525012, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information later received the patient stated that she "heard her pump alarming several months ago and thought it was her cable box". Then "she was sick to her stomach about the same time and thought it was from taking chantix, also about the same time she felt her pain was worse but thought it was due to the cold weather". The patient also had flu like symptoms, nausea and achy. The stall never recovered and the pump was replaced. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver gablofen and morphine.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing.

Event description:
A motor stall and no recovery was reported. Per the logs a motor stall occurred (B)(6) 2015, stopped pump period may exceed tube set occurred on (B)(6) 2015. On (B)(6) 2015 motor stall occurred and on (B)(6) 2015 stopped pump period may exceed tube set occurred. Medical intervention included reducing the pump to minimum rate and oral medication given to substitute for the intrathecal medications. Diagnostics/troubleshooting included checking the logs. The patient experienced less than 50% of therapy relief. The patient status at the time of the report was noted as alive, no injury. The patient was not receiving effective therapy from the pump. The pump was used to deliver morphine and gablofen. No interventions or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.